Event description:
This pt underwent revision surgery to reposition the device in 2004. The revision surgery was needed, as the pt's speech processor rubbed against the implant, resulting in a persistent skin flap irritation and infection. During the surgery, the electrode array slipped out of the cochlear and the device was replaced.